Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a supply change with the ilet system and infusion set, with blood glucose rising to approximately 365 mg/dl before later trending down after additional site and tubing changes and continued insulin delivery. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia managed at home without hospitalization. Investigation included remote troubleshooting and education, including verification of fill tubing, reconnection steps, assessment of infusion site integrity, confirmation that insulin delivery was ongoing, and monitoring guidance; replacement infusion supplies were arranged. Investigation of this case revealed no observed kinking of the cannula, no leakage at the site or device, and no device alarms other than a 300-series alert, with hyperglycemia attributed to an unclear cause possibly related to infusion site or supply change performance. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.